Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient was wearing a tandem mobi insulin pump. According to the patient, on (B)(6) 2025, the cgm began reading low. The patient did a bg meter comparison, and it was 542 mg/dl. The patient calibrated the cgm device with the bg meter reading of 542 mg/dl. The patient¿s tandem mobi insulin pump then administered additional insulin as treatment based on the pump¿s algorithm. At an unspecified time after this, the patient was found seizing in the bathroom by a family member. The patient stated that the pump started administering insulin and it ultimately gave the patient too much and she ¿almost died¿. The patient was treated with ¿applesauce and stuff¿ by a family member to raise her bg level. The patient did not seek assistance from a higher level of care. The patient was ¿weak but stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia.